Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Manufacturer representative reported power on reset (por) and indicated therapy has stopped. It was reported that they were unable to clear por with clinician programmer and will meet with the patient to clear the por once patient receives antenna and is able to recharge their ins. Additional information was received from the manufacturer representative who reported the patient was meeting with them to resolve and clear the por. No further complications reported at this time. (B)(4) additional information received from manufacturer representative reported they attempted to charge. Reports the clinician programmer was showing discharge/charge now. Antenna locator performed, 56. The reporter reported seeing the por message and coupling bars. No complications reported at this time. (B)(4) manufacturer representative reported they have been charging for about an hour and ins was still not at 25% with 8 coupling bars following prm session for overdischarge battery. While on the phone manufacturer representative was able to get the ins to charge from 25% to 50% within 5 minutes. No further complications reported at this time.